Event description:
Rec'd information during lead implant on a trial pt impedance readings at 1.5v were between 10-20,000 and others >20,000ohms. At 3.0v test, all but one electrode measuring in at very high impedances but still <40k. Technical services reviewed possibility of sterile water or air from loss of resistance creating pockets of higher impedance connection between tissue and lead electrodes. Physician is not concerned about compromised leads and connections were good. It was suggested to close the pt and allow 45 minutes in recovery for possible air/sterile water pockets to dissipate. The physician decided to replace the leads. He replaced one and impedances were fine. He replaced the second and impedances were all out of range. No stimulation was obtained, physician secured the leads and see what happened in recovery. In recovery, the next day, stimulation was obtained at 2.2 amp. Pt was doing fine and was sent home for the trial. The day after the pt woke up with a backache and could not move. She was rushed to the emergency room for an emergency laminectomy from t6-12 (due to massive hematoma). All devices were removed. Blood in the epidural space could have affected impedances. F/u on the pt several weeks later reported she was ambulatory with assistance.

Manufacturer narrative:
(B)(4).